Manufacturer narrative:
The referenced device was returned to olympus for eval. The eval found the part of the bending section cover glue was coming off. In addition, there were scratches on the insertion section. Part of the bending section and the distal end were discolored due to chemical damage. There was a crack on the part of the distal end. Review of the instrument history showed that the device was delivered to the facility on (B)(4) 2010 and have not been serviced by olympus since the delivery. The exact cause of the user's experience could not be determined, but user handling and/or maintenance are potentially contributory factors.

Event description:
Olympus was informed that during unspecified bronchoscopy, a small black ring at the tip of the bronchoscope came off. The ring was successfully extracted immediately with applying suction. There was no adverse consequence to the pt.